Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier did not fire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found to have one severely bent grip. The damage was near the top of the clip groove, causing an offset at the tips. As the results, the clip could not be properly loaded on the grips. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier did not fire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) confirmed that the issue happened while the medium-large clip applier was on tissue. When the surgeon closed the jaws of the medium-large clip applier, it would not close the weck clip. The surgeon used a backup instrument to complete the procedure. The medium-large clip applier was inspected prior to use and nothing out of the ordinary was observed. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was not related to clip applier jaws remaining static/not moving when the surgeon commanded movement. The issue was not related to the unexpected motion of the clip applier while attempting to clip or unsuccessful clip application or clip opening after closure of the clip. The clip size was unable to be provided. The vessel or tissue bundle was not greater than the specified diameter suggested. The clip issue occurred during the first application.